Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: the monitor was returned and analysis performed. The monitor passed the bench power up test with good power supply and passed the full debug mode test.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that although the remote monitor appeared to have power, it did not respond when the start button was pressed. It was successfully reset by unplugging and replugging in the power cord and the monitor started. No patient complications have been reported as a result of this event.